Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had bleeding from the insertion site on the way home from the device implant procedure. The patient then returned to the clinic on the same day where the physician cauterized and sutured the site. The patient was stable and returned home with no further bleeding.